Event description:
Additional information received reported the event was still ongoing and the patient was still hospitalized since surgery.

Event description:
Additional information received reported the outcome was unresolved at the time of study exit/death/study closure. It was unclear which was meant and follow-up will be performed to clarify.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient was exited from the study because all of the enrolled devices were inactive as of (B)(6) 2016.

Manufacturer narrative:
Upon review of the additional information received, it was determined that (B)(4) no longer applies as (B)(4) was added.

Manufacturer narrative:
Concomitant product: product ID: 3389-28, lot# 0210102998, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare professional of a clinical study reported that the patient had a large hematoma with left parieto frontal and engagement sub factorial and medial temporal post-operatively on (B)(6) 2015. The patient did not wake up in post-operative. It was unknown what lead to the event. Imaging was done and was abnormal on (B)(6) 2015. There was prolongation of existing hospitalization and emergency room visit. Therapy was suspended on (B)(6) 2015. The issue was not resolved, the event is ongoing as of (B)(6) 2015. The patient's medical history included hypertension, thyroid disorder, and parkinson's disease. This was related to the procedure.